Event description:
Patient reported a right-side "rupture" and stated that it "collapsed and is lower." Patient additionally reported pain and pain in "one of their elbows and a neck cramp." Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fluids clear inside the device, opening and crease flat. Leak test was performed and found opening on device. A microscopic analysis was performed which identify one opening sharp in the plug strap bond edge. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on plug strap bond edge due to an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: "rupture", implant "collapsed and is lower and pain." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right-side "rupture" and stated that it "collapsed and is lower." Patient additionally reported pain and pain in "one of their elbows and a neck cramp." Device was explanted.